Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00234. It was reported that one lead migrated. Surgery occurred to address the issue. During the surgery, the other lead accidentally moved so both leads were explanted and replaced to address the issue.